Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that OEM large bore smartpocket had foreign matter on (B)(4) occasions and was damaged. The following information was provided by the initial reporter: during incoming inspection conducted by jms, embedded fm was found for (B)(4) of (B)(4) inspected. Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation.